Manufacturer narrative:
The device has been received by verathon, however; at the time of the report the device has not been evaluated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the picture on the connected glidescope core monitor was flickering and divided into two displays with one side completely black and the other side showing the patient's airway. No delay in the procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
G3, g6, h2, h3, h6, h10. The reported glidescope video baton 2.0 large was returned to verathon for evaluation along with the customer's glidescope core 10-inch monitor and glidescope core smart cable used during the reported event. A verathon technical service representative (tsr) evaluated the returned devices and confirmed the reported image issue. When connecting the video baton to known, good, test verathon equipment, the video baton had a loose connection which caused freezing, flickering, and split image. The glidescope video baton 2.0 large failed verathon's device functionality testing. Next, the verathon tsr evaluated the returned smart cable but was unable to confirm the reported image issue; however, a loose hdmi connection was also observed. The glidescope core smart cable passed verathon's device functionality testing. Lastly, the verathon tsr evaluated the returned monitor but was unable to reproduce the reported image issue. The device passed verathon's visual inspection and device functionality testing. Upon completion of verathon's device evaluation, the monitor, smart cable, and video baton were returned to the customer as-is per their request with the recommendation to replace their faulty video baton. Corrective action is not required at this time. Verathon will continue to monitor for trends.